Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon inspection, it was found that the wire running from the dome of ECG b to the pc board on the electrode belt was broken off from the dome. The root cause of the broken wire cannot be positively identified. When the dome was replaced, the belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A pt contacted lifecor customer support to report numerous check belt messages. The pt was instructed to remove the belt from the monitor and insert again, however, the alarms continued. The pt was provided with a replacement electrode belt.